Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Investigation determines that there was causal relationship between the objective evidence and the alleged event; the alleged event is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine did not alarm. The machine and the dialyzer were pulled from the floor and the blood leak detector was replaced. Blood was observed in the dialyzer. Upon follow-up, the bmt stated the blood leak was an internal blood leak that could be visually observed by the staff within the dialyzer. The machine, a fresenius 2008t machine, did not alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. Treatment was stopped and the patient was able to complete hemodialysis treatment on another machine. The bmt stated the machine was pulled from service following the event. The machine was disinfected and the blood leak detector was replaced to resolve the reported issue. The machine passed testing and was returned to service without reoccurrence of the reported event. The dialyzer was reported to be unavailable to be returned to the manufacturer for evaluation.